Event description:
Related manufacturer reference number:. 3006705815-2019-02467. It was reported that the patient lost effective therapy due to their leads migrating, which was later confirmed through xray. The patient underwent a lead revision on (B)(6)2019 where the leads were relocated and anchored down, and effective therapy was established post op.